Event description:
It was reported that the patient experienced unspecified issues with his artificial urinary sphincter (aus). The device was removed due to unknown reason and replaced with a new aus system consisting of a 4.5 cm cuff, a control pump and a 61-70 balloon. No patient complications were reported in relation to this event. No more information is available at the moment, additional information was requested and will be provided as relevant information becomes available. Additional information received. The device was replaced due to erosion in the cuff side. The patient had a good outcome.